Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected. Additionally, it was noted that a new coronary sinus transvenous implantable lead implanted in the same area where the chronic coronary sinus lead had been placed resulted in better threshold measurements than the chronic lead had been exhibiting. Both items were explanted and successfully replaced and will be returned for analysis.